Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend shows max atrial pace bi impedance varying from a 532 ohm baseline to a 893 ohm peak between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the lead exhibited varying impedances, and an apparent fracture. The lead is still in use. No patient complications have been reported as a result of this event.